Manufacturer narrative:
Product will not be returned for evaluation.

Event description:
It was reported per call report that patient was a male s/p coronary artery bypass graft (CABG) surgery on the intra-aortic balloon pump (iabp) for a few days. Rn stated that "in the ICU the pump alarmed message fos outside of operating temperature." Rn also stated "the pt has been on an iabp for a few days and the message appeared." Clinical support specialist (css) asked rn to go to status screen and give fos alarm code - temperature limit (tl). Rn stated "the iabp is currently working fine but has the tl message." Css asked if pump was next to any heat source, or if the iabp was next to a wall limiting airflow. Rn said "no, the pump is at the end of the bed. " rn is "sure they are not using a fos iab." Css informed rn of possible causes for alarm message and said that iabp will function normally with a conventional iab. Rn stated that hospital has five iap-0500. Rn asked if she should change out pump and css agreed. The pump will be sent to biomed.